Event description:
Dislodgement and loss of capture were noted on this lead. The lead function has been turned off but no surgical intervention has been reported at this time. Lead revision will be planned for the future. No adverse patient side effects reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - this lead was explanted and replaced due to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.